Manufacturer narrative:
This unit was received with operating currents within specifications. The unit passed self test, unexpected restart error test, displacement test and basic occlusion test. The unit was unable to prime unit during prime, compromised force sensor test due to faulty fsr gold. The unit was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. There was no unexpected low battery or battery out limit alarms noted. The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The unit was received with cracked case at display window corners and battery tube threads, minors scratched display window.

Event description:
It was reported by the customer that their insulin pump had alarmed battery out limit and button error. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated display did not return. Customer's blood glucose level was 238 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).